Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient reported that on (B)(6) 2023, when he was "normal," the dexcom cgm would show 53 mg/dl higher. The patient dosed unspecified insulin based on the high cgm value. The patient then checked the bg by fingerstick and it would show the dexcom was off by 53 mg/dl. The patient reportedly passed out, fell, and broke his hip and spine requiring surgical intervention. The patient reportedly "corrected" (no hypoglycemia treatment specified) and it brought the sugar "way up." The patient was hospitalized and stated at the time of the report on the same day of the event, they were still in the hospital. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.